Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
During the initial procedure, the patient was implanted with an afx bifurcated and vela suprarenal and three limb extension was implanted for a hypogastric salvage that was performed with the placement of a gore viabahn . During the three year follow up, there was an endoleak type ia (reported in a different report) of suprarenal extension; it appeared to have been pulled out of the infrarenal neck. Afx left limb extension with the viabahn snorkeled slipped out of the main body and is an indication of an endoleak type iiia. Re-intervention is planned for (B)(6) 2017. No additional patient sequalae has been reported at this time.